Manufacturer narrative:
Follow-up #1: date of submission 05/11/2017 - device evaluation: the pump has been returned and evaluated by product analysis on 04/24/2017 with the following findings: a review of the pump histories showed no evidence of a no cartridge detected (cs 163) warning. During investigation, the pump performed the rewind, load, prime sequence successfully with no load step malfunction occurring. The force sensor calibration was found to be within specifications. The pump was opened and no evidence of physical damage was observed on the force sensor pins. The complaint of a load step malfunction was no duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (load step malfunction) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.